Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a discrepant valproic acid result of <3.2 ug/ml with a data flag for one patient sample. The sample was repeated and a result of 56.7 ug/ml was received. On (B) (6) 2010, a negative alcohol result was received for a different patient sample (no specific data was provided). The user repeated the sample and a result of 386% was received. The initial results were reported. The doctor called to question the results prior to any patient treatment. The valproic acid reagent lot number was 61069001 and the alcohol reagent lot number was 61870401. The field service representative determined the r1 valve was failing intermittently and replaced it. He verified the analyzer operation by performing precision testing.